Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 12mm quantum maverick was advanced for dilation. However, it was noted that the delivery shaft was fractured after withdrawal. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 77.1cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 12mm quantum maverick was advanced for dilation. However, it was noted that the delivery shaft was fractured after withdrawal. The procedure was completed with another of same device. There were no patient complications reported.